Event description:
The defect was reported as: the customer alleges the cuff was observed to be herniated during use. There was no pt harm reported.

Manufacturer narrative:
(B)(4). The device sample was not received at the time of this report.